Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient dropped their controller causing damage to the driveline exit sit. The patient also reported taking 2 showers without approval from the implanting center. The patient left the exit site uncovered during both showers. At the paitent's next clinical visit, a driveline infection was found. A site culture was positive for staphylococcus aureus. The patient was not admitted but received oral antibiotics as an outpatient. The patient's condition was considered stable.

Manufacturer narrative:
Correction: d2 common device name. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.